Event description:
It was reported that during preparation, the cardiosave intra-aortic balloon pump (iabp) drawer was damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse inspected, discovered storage bin mechanism structure were broken, damaged. Unit is partial safe to operate and detected faults shall be rectified, safety disk no stock at this moments (due for replacement (~12m sd cycles)). The fse replaced new spare storage bins chassis. All manifold test, passed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.